Manufacturer narrative:
Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. DHR could not be performed. Root cause could not be determined and complaint unconfirmed.

Event description:
It was reported that bd plastipak¿ syringe luer tip was damaged. The following information was provided by the initial reporter: luer tip deformed/damaged which makes the connection to the needle impossible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ syringe luer tip was damaged. The following information was provided by the initial reporter: luer tip deformed/damaged which makes the connection to the needle impossible.